Manufacturer narrative:
Additional information: h3, h6 & h11: h11: one (1) actual sample was returned for evaluation. A visual inspection by the naked eye observed an opening between the sheeting and the cassette located at the bottom corner of the cassette. Functional testing was not performed as the visual inspection observed the reported problem. The reported condition was verified. The cause of the condition was a manufacturing issue due to an insufficient cassette sheeting weld during the welding process in production. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿laminate¿ of an unspecified quantity of homechoice cassettes leaked at the corner. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.